Manufacturer narrative:
Product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the device because it was not returned for evaluation. It was reported that a dissection occured when the stent was deployed. Dissection, as noted in the instructions for use (IFU) and product risk assessment, is a known adverse event associated with coronary stenting. This known patient effect is not necessarily an indication of product quality issue. In this case, a conclusive root cause for the dissection, and its relation to the stent delivery system, cannot be determined.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported that a dissection occured when the rx vision was deployed. Another company's stent was used to treat the dissection. The patient is reportedly doing well. No additional event or patient information is available.